Event description:
It was reported that customer experienced air bubbles or gaps in system three times and requested replacements for three cartridges. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, replacement cartridges were sent as requested, and customer was advised to call back if issue persisted before case was closed.